Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that product was delivered for a new patient on (B)(6) 2019. The use before date (ubd) of the ins was on (B)(6) 2019, but the clinic informed the rep that they would implant before the ubd; however, the physician did the replacement case and programming without support of the reps. As a result the rep were not aware of the surgery date, and on (B)(6) 2019 they realized that the battery had been implanted after the ubd. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the issue. No symptoms were reported, and the patient was alive with no injury.